Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experience hyperglycemia and had issue with insulin pump. The customer blood glucose level was 425 mg/dl at time of incident. Unable to troubleshooting as insulin pump did not working. The device will not be returned for analysis.